Event description:
Following CABG x1 and tricuspid valve replacement surgery, pt noted to have burn on back, approximately 5 x 7 inches, felt to be due to use blanketrol warming device used during surgical procedure. Procedure approximately 10 hours in length. Silvadene cream applied to area with good healing noted. Date of use: 10 hours, (B)(6) 2013 - (B)(6) 2013. Reason for use: pt warming during procedure extensive cardiac surgery. Event abated after use stopped or dose reduced? Yes.